Event description:
A canadian customer contacted customer service. She alleged that she received a blood glucose reading of 19.4 mmol/l from her contour link meter and a reading of 7.0 mmol/l from another meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer did not have any test strips left, so no product will be returned.